Event description:
It was reported that a one-link needlefree IV connector was involved in an underinfusion incident. According to the report, a 1l IV bolus took over an hour to infuse using gravity. The reporter stated that they did not know exactly how long the bolus infusion should have lasted but stated that it should not have taken over an hour. The device was connected to a 22 gauge catheter and clearlink system solution set (baxter product). The reporter stated that this issue was not encountered when an interlink (baxter product) valve was used instead of one-link or when using an IV pump instead of gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This occurred sometime since late (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.